Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the meter was displaying inaccurate results compared to the same meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported at an unknown time prior to the start of the alleged meter issue, she felt ¿very tired, thirsty and couldn¿t walk straight.¿ the patient reported testing on the meter and obtained readings of ¿554 and 320mg/dl¿ on the same meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using insulin, 3 or more injections per day and tests 4 times a day to manage his diabetes. The patient did not state if he made any changes to his usual diabetes management routine. The patient reported he did not receive any treatment in response to the alleged issue. At the time of troubleshooting the cca confirmed the patient was using an approved sample site for testing, and the meter was in the correct unit of measurement at the time of testing. The patient¿s test strip vial and test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to testing on the meter, therefore, the meter could not have caused the alleged issue. In addition, the high readings corresponded with the alleged symptoms. There is no indication the patient¿s condition worsened since she did not report having medical intervention from a healthcare professional. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.